Manufacturer narrative:
The missing article and lot numbers were requested from the initial reporter. The initial reporter stated this information was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 3 years after the dental implant was placed in ada site 29 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician noted the patient¿s severe peri-implantitis. The implant was manually torqued to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.